Event description:
It was reported that the right ventricular (rv) lead was implanted after its use by date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd3365-40c competitor implantable cardioverter defibrillator (ICD), (B)(6) 2014; 1458q86 competitor implantable pacing lead, (B)(6) 2014. (B)(4).